Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported during preventative maintenance that the module had screw sticking out preventing the door from closing appropriately. There was no patient involvement.